Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 100a - data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Before moving forward with the evaluation, the customer noticed a few cables that were not securely connected. The customer reconnected the da pcba to motor controller (mc) pcba cable properly to resolve the reported issue. The unit has been running for a couple hours and no issues. The customer plans to perform the performance verification test (pvt) and return to service. It was determined that a few cables were not securely connected which was the cause of the reported issue. Confirmed to be user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.